Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the device alarms no battery. The battery is inserted and is a known good battery but the device does not recognize the battery. Multiple batteries have been used and the device is alarming the same error in all of them. The mains lights are on when the device is plugged in and when unplugged the device will intermittently alarm no battery and shut down.